Manufacturer narrative:
Insulin pump received with button error alarm and no button response due to corroded keypad traces. No moisture damage on electronics noted. Pump received with scratched display window, cracked display window corner, cracked battery tube threads, cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed button error. No further information reported.